Event description:
It was reported that on (B)(6) 2009, the patient experienced a stroke and was hospitalized on (B)(6) 2009. On (B)(6) 2009, the patient underwent an interventional stenting procedure in an 80% stenosed, heavily calcified left internal carotid artery with one rx acculink stent. On (B)(6) 2009, the patient experienced altered mental status. The computed tomography noted internal hemorrhagic conversion of a large left temporal occipital infarction. There was no treatment provided. The patient's condition improved and was discharged to a rehabilitation facility on (B)(6) 2009. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and intracranial hemorrhage are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.